Event description:
Reporter alleged obtaining a discrepant blood glucose result of 300 mg/dl back to back with a result of 54 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter stated that he self-treated with juice and took his normal insulin after obtaining the back to back readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. But the reporter's wife was unsure if the current strip lot in use was the same strip lot the customer used during the back to back tests, so it is possible that no product will be returned for evaluation.

Manufacturer narrative:
The customer was unsure of what strip lot was used during the back to back testing. Reference medwatch report is for the other possible suspect device used.